Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a 54mm thoracic aortic aneurysm type b dissection. It was reported that the patient presented emergently approximately 21 months post index procedure with back pain. An angiography performed showed a type b aortic dissection distal to the second stent graft. The patient received medical treatment and was then hospitalized for blood pressure control, clinical monitoring and therapeutic re-discussion. It was reported that approximately 6 days later, the patients abdominal pain worsened and an increasing of the dissection with retrograde extension into the thoracic aorta was identified. The false channel of the dissection was embolized. However, it was reported that a further post- operative dissection occurred 3 days later and the patient died. As per the physician, the cause of the death was probably caused by a further, postoperative aortic dissection following false lumen embolization for recurrent aortic dissection (probably related to an inflammatory syndrome like giant cell arteritis). It has been noted that the event was not device related.

Manufacturer narrative:
Fdc coded update at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received in relation to this case reported that the cause of death was clarified to be the aortic dissection. The death was confirmed to be not related to the medtronic device or the procedure. The infrarenal hematoma was treated during a secondary procedure, approximately 21 months post index procedure , with medication and percutaneous false lumen embolization, under general anesthesia. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient presented emergently approximately 21 months post index procedure and was diagnosed with a hematoma of the infra-renal aortic wall. It was reported that the patient received unknown treatment on an unknown date and the event was resolved. The cause of the event was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the onset date was (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that cec assessed this event as thoracic disease related and procedural related if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event only. If information is provided in the future, a supplemental report will be issued.